Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed displacement test and active current measurement. However, unit failed sleep current measurement and longtrace displays low battery alert less than 1 week, problem isolated to electronic assemblies. Pump error alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump batteries last only a few hours. Customer stated that the battery cap was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.